Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about a month ago or so, they felt a little twinge/shock in their bike seat when they were standing up. The patient stated it happened twice in the same day and that the second time it was like a stronger stimulation and they said, "oh yeah, I hadn't felt that before." The patient then stated they'd been negligent with their therapy and that hadn't felt the stimulation in years since they'd felt anything with the therapy. Patient services asked the patient if they'd ever had the implanted neurostimulator checked recently to determine the ins battery status and the patient stated they hadn't seen the hcp to check the implant battery life. The patient stated that they'd only ever had one problem with the implanted system for the entire time they'd had the implant. Patient services did not ask further questions about this comment a they were focused on the reason for call. Patient stated their doctors had wanted the patient to have an MRI but the patient told them they couldn't have the MRI because of the current system and that they had all kinds of cat scans done instead and they didn't notice anything wrong with the device/therapy after an unrelated surgery but was wondering if the surgery could have damaged the implant in anyway. Patient services reviewed the implant battery longevity again with the patient and suggested that given the age of the ins, it would be wise to have the ins battery checked prior to getting a new programmer and redirected the patient back to their managing health care provider to have the implanted system checked to see if the battery was depleted and to discuss next steps for the patient. The caller stated they had an appointment scheduled with their healthcare provider (hcp) (B)(6)2025 but noted they were going to try to get an earlier appointment with their healthcare provider. Patient services also sent an email to the field to notify them of the patient's situation and to ask if they could assist the patient in checking the implanted device. Documented reported event. No further action was taken by patient services.